Event description:
Smiths medical asd, inc. Was notified that in 2001 a pt was under going back surgery, including treatment with the use of a level 1 fluid warmer, and suffered a massive venous embolism and resulted in pt death.